Manufacturer narrative:
Updated fields: b4, b5, e1 (event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to estimate the repair price and to make a price offer. No repairs were performed at that time. During the next visit, the fse inspected the unit and found that it was able to fill and inflate the balloon. The shutdown occurred when moving the on-off switch ¿ the unit turned off immediately. To resolve the issue, the fse replaced the faulty cable/on-off switch with a new one (0012-00-0834) taken from unused machines while waiting for purchase orders. All functional tests were carried out according to factory specifications. The cs100 iabp is now functioning normally and can be used.

Event description:
It was reported that during preparation of a patient for therapy, the cs100 intra-aortic balloon pump (iabp) malfunctioned. The customer stated that when pressing ¿start¿, the unit turns off. No personal injury occurred.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to start when the ¿start¿ button was pressed. No patient harm reported.